Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low, out-of-range shock lead impedance measurements measuring, less than 30 ohms. Shock lead impedances started in the 60s and now are getting down to 20 ohms. The patient had multiple therapies in which were successful. Technical services provided troubleshooting options and recommended to get an x-ray. It was noted that the patient was in the hospital and is unresponsive post unrelated procedure and the field representative called inquiring about x-rays. Technical services noted to wait with x-rays until patient's condition improves. Disk analysis was performed and found this device is depleting faster than expected. Technical services provided information on replacement interval. At this time, the system remains in service. No adverse patient effects were reported.